Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/apr/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "raynaud's phenomenon" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon and rupture.

Event description:
Patient reported unknown side "raynaud's phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress). Healthcare professional additionally reported right side rupture. Device has been explanted. This record is for the right side.